Event description:
A report was received from a user facility in the USA stating: "the cutter did not work during surgery." Another vitrectomy cutter from the same lot was used to complete the procedure. There was no serious injury or report of permanent impairment reported related to the event.

Manufacturer narrative:
One cutter was received without the original packaging. The lot number cannot be determined or verified. The cutter passed visual inspection. No air leakage at the drive connector to body joint was observed using soap bubbles or a flowmeter when a 23 psig static pressure was applied to the cutter drive tubing. The drive connection dampener and barb connector remained securely assembled and no leakage was observed when the drive tubing was pulled from side to side multiple times. The cutter passed tissue cutting tests at 60, 1000 and 5000 cpm on stellaris pc with 250 mmhg aspiration. The cutter cut acceptably for 10 minutes without interruption at 5000 cpm and 250 mmhg aspiration. The sterilization and lot history records were reviewed and found to be acceptable. The cutter assembly, contained within the stellaris 25 gauge posterior vitrectomy pack is mfg by midlabs. The MFR has been contacted. Investigation is ongoing. Report 2 of 2.